Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of continuing to use the device with the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. First xtw clip used was implanted without issues. A second xtw was then prepared for implanted. Gripper orientation was completed without issue. During placement, both grippers dropped on first attempt. Grippers were then lifted to optimize positioning. Upon attempting to drop the anterior gripper, it appeared to only drop halfway. The anterior gripper was cycled, which seemed to drop slightly further but not fully. The physician was satisfied with leaflet insertion despite the gripper issue and proceeded with deployment. The procedure ended with mr reduced to grade 1.

Event description:
It was reported that on (B)(6)2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. First xtw clip used was implanted without issues. A second xtw was then prepared for implanted. Gripper orientation was completed without issue. During placement, both grippers dropped on first attempt. Grippers were then lifted to optimize positioning. Upon attempting to drop the anterior gripper, it appeared to only drop halfway. The anterior gripper was cycled, which seemed to drop slightly further but not fully. The physician was satisfied with leaflet insertion despite the gripper issue and proceeded with deployment. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.